Manufacturer narrative:
Failure analysis confirmed that the insulin pump alarmed motor error during the rewind due to corroded motor home switch. No moisture damage noted at electronic assembly per visual inspection. The insulin pump was received with cracked battery tube threads, scratched lcd window, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, motor position encoder error, and alarmed motor error. The customer's blood glucose reading was 149 mg/dl at the time of the call. The customer stated the reservoir leaked inside the pump, exposing it to insulin. The customer states the drive support cap is intact. She stated the insulin pump did alarm motor position encoder error, but were not able to rewind the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.